Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without such evidence, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
"The product, in this case, central catheter with peripheral insertion - PICC, presented leakage by rupture at its base, i.e. Between the central connection and the catheter tube itself, opening the system, and submitting the newborn to opportunistic infection, besides the loss of volume to be infused with nutritional loss" (customer related patient infection as adverse effect to the cateter rupture in the notivisa form).